Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that backup vvi operation was observed on the implantable pulse generator. The device was explanted and replaced successfully. The patient¿s condition was stable.